Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex (lcx) artery. The physician performed rotational atherectomy. A 12x3.00mm promus premier¿ stent was selected to treat the lesion, however, resistance was encountered during the insertion. The device was removed and upon inspection outside patient's body, the proximal portion of the stent and the shaft were deformed. The procedure was not completed as same device was unavailable. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and tactile examination found a shaft kink 903mm distal from the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found that the mid-shaft corewire was kinked 110mm distal from the mid-shaft bond. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex (lcx) artery. The physician performed rotational atherectomy. A 12x3.00mm promus premier¿ stent was selected to treat the lesion, however, resistance was encountered during the insertion. The device was removed and upon inspection outside patient's body, the proximal portion of the stent and the shaft were deformed. The procedure was not completed as same device was unavailable. No patient complications were reported and the patient's status was good.